Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD, implanted on (B)(6) 2015; 5076-45 lead implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited over-sensing and high and undefined impedance. A lead fracture was confirmed. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.